Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. The customer's blood glucose level was 178 mg/dl. Troubleshooting was performed but the alarm was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, idle current, run current, self test and off no power tests. The insulin pump was received with normal operating currents. No failed battery alarm was noted.